Event description:
It was reported that ongoing malfunction alarms occurred. The customer continued to use the pump for insulin therapy and has manual insulin therapy available if needed. There was no adverse impact to the customer¿s blood glucose level.